Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue and subsequently, a cartridge change error message occurred. Customer¿s blood glucose ranged from 200-300 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.